Event description:
It was reported that the user¿s dexcom g7 cgm failed to pair with the ilet despite correct configuration and reentry of the pairing code, progressed to alerts consistent with sensor pairing/reading failure, and the user was advised to replace the g7 sensor and contact dexcom for a replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with the device component implicated being the electrical communication path, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.